Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4) .

Event description:
A health professional reported that there was opacification on an intraocular lens (iol) that was implanted in a patient. A secondary procedure was needed to remove the lens and insert another iol. Additional information has been requested.

Manufacturer narrative:
This report is a duplicate of 1119421-2017-01263. There will be no other reports sent in for this record. (B)(4).